Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A root cause for the reported event and a correlation to the device could not be determined through this evaluation. The instructions for use lists stroke and bleeding as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 11 months. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in (B)(6) 2015, the patient experienced a small head bleed and was admitted to the hospital. The patient was reportedly not a candidate for a pump exchange or a heart transplant. The patient was discontinued from coumadin and aspirin and was sent home on no anticoagulation. The patient was placed in hospice and expired on (B)(6) 2015 due to bacteremia, which was reported to be not related to the device. It was also reported that there was no relation between the patient's stroke and the lvad. No further information was provided.